Event description:
Event1: battery alert on pump. Event2: check battery alarm on even when plugged in. Event3: battery alert red screen came on. Infusion was running fine initially, but then red screen came on. Taken pump out of service. Event4: pump kept saying door open even though it was closed with repeated attempts. After tubing reinserted pump would not turn off. Then screen turned red and said battery alert. This involved 4 separate pumps. Manufacturer response for infusion pump, sigms spectrum (per site reporter). Baxter is on site replacing the case backs to the pumps and checking the batteries.